Event description:
It was reported that the patient presented for device change-out for normal eri. Patient received a notification for high pacing lead impedance. Noise was found with pocket manipulation. High capture threshold was observed. Lead fracture suspected. The lead was capped and a portion was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead measuring 12.6cm from the connector pin was returned for analysis. Analysis of the returned portion was normal. No anomaly found. Without the return of the entire lead a full analysis could not be performed.